Event description:
During balloon extraction the proximal aspect of the balloon detached from the catheter shaft, and the remainder of the balloon could not be removed through the original venotomy site. A second venotomy distal to the initial venotomy was made, and a 7 french sheath was advanced with a snare wire to snare the distal aspect of the balloon and pull it through the sheath. The balloon was successfully snared, but it could not be pulled through the sheath. The proximal catheter was expelled through the initial venotomy. The balloon was noted to be detached from this catheter. The detached portion of the balloon and the distal portion of the catheter were surgically removed through another venotomy. Addendum: the angioplasty balloon had ruptured first, and then the attempts were made to remove.